Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 12/22/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: product received in the original packaging. Product evaluation was performed under magnification. The complaint device presented no anomalies. The complaint issue of ¿occlusion¿ was not identified during product evaluation, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: not applicable, as there was no patient involvement. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an glaucoma implant shunt that would not flush for the surgeon. Through follow-up, it was learned there was no patient contact. The surgeon used a different shunt for the patient. No further information is available.